Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device, and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all tests, and it is operating within MFR's specifications. (B)(4).

Event description:
It was reported by the USA customer that an 840 ventilator experienced a blank graphical user interface (gui) display. There was no pt involvement at the time the malfunction happened.